Event description:
Major pump unit(s) involved: device thrombosis. Additional text: clot in pump. Specific component(s) involved: pump drive unit malfunction. Additional text: bearing. Causative or contributing factor: patient non-compliance in device maintenance/protection. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.